Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No damage was noted on the lcd isolation tape. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that her daughter is currently on shots. The mother mentioned that the display was weak and turned off. The customer tried to replace the battery in the pump and it went blank. The customer will be sent a replacement pump. The customer will return the pump for analysis.